Event description:
It was reported that, after a bhr tha construct had been implanted, the patient experienced painful left hip and poor function; cobalt toxicity; osteolysis, pseudotumor with adverse local tissue reaction and destruction and detachment of abductor muscles. A revision surgery was performed to explant the femoral head and sleeve and implant a birmingham hip dual mobility xlpe insert size 50/28 and smith & nephew oxinium femoral head 28 mm od -3. The patient outcome is unknown.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed for the alleged reason. No additional risks were identified as result of the reported event and no further actions are required at this time. "Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation." Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. No part or lot numbers were provided for the bhr cup. Without definitive part/lot numbers a complete complaint history review cannot be performed for the cup. Part numbers but no batch/lot numbers were provided for the head and sleeve. A complaint history review was performed using the part number for the head and sleeve involved in search of complaints involving pain throughout the lifetime of the product. Similar complaints have been identified for the head and sleeve and this will continue to be monitored. Without definitive part and lot numbers a DHR and device labelling review cannot be performed for the devices involved. Should the lot/batch/serial number become available at a later date then the DHR and device labelling tasks will be re-opened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported pain, elevated cobalt, osteolysis and pseudotumor may be consistent with findings associated with metal debris; however, the root cause of the reported pain, elevated cobalt, osteolysis and pseudotumor cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.